Manufacturer narrative:
(B)(4). The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber cap was found to be drilled through. The cap was also found to exhibit moderate bun on detritus and severe devitrification. The caps beveled section melted and exhibited burnt adhesive. The inside of the glass cap at the proximal end appeared chard/blackened and heat shrink melted. The fiber cap condition would prevent proper fiber function; likely resulting in a diffuse beam and reduced tissue vaporization efficiency. The fiber cap condition may also result in a forward firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was suspected to be related to localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure, limiting the performance of the fiber.

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the tip was damaged and observed to be forward-firing at 19,282 joules of use; the procedure continued using a second fiber. At 22,924 joules of use, the tip of the second fiber was damaged, "may have hit an undetected prostate stone", and the output beam was observed to be forward-firing. The procedure was completed using a third surgical fiber. Pt outcome: "no pt injury". This report is for the first surgical fiber used.